Event description:
(B)(4). Event description: "(B)(4) 2013: when using two of the new applied medical trocar (kii sleeve/5mmx100/ref. # (B)(4) with advanced fixation sleeve). The blue, circular ring on outside of trocar pressed up against patient's skin while doing a lap chole. Graspers were holding gallbladder for retraction, and because of this new blue ring on trocar, patient received a bruised/pressure injury around outside of both 5mm trocar sites."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.